Event description:
During the procedure, these 2 coils (micrusphere 10 cerecyte microcoil csp10050030/(B)(4) and presidio 18 cerecyte microcoil pc418124030/ (B)(4)) were pre-detached in the (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse event. Both components will be return for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of 2 products associated with (B)(4).

Manufacturer narrative:
During the procedure these 2 coils (micrusphere 10 cerecyte microcoil csp10050030/c17119 and presidio 18 cerecyte microcoil pc418124030/ c17493) were pre-detached while advancing in the middle section of the excelsior sl10 (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse events and with the same mc. No additional torque or manipulation was used when advancing the coil systems through the microcatheter, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not reshaped, and after the event, no damages were noticed on either device (kink, bend, fracture, stretched, etc.). Both components were going to be return for analyses, but to date neither device has been received.

Manufacturer narrative:
During the coil embolization procedure of an unknown vessel, 2 coils (micrusphere 10 cerecyte microcoil csp10050030/c17119 and presidio 18 cerecyte microcoil pc418124030/ c17493) were pre-detached while advancing in the middle section of the prowler select lp (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse events and with the same mc. No additional torque or manipulation was used when advancing the coil systems through the microcatheter, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not reshaped, and after the event, no damages were noticed on either device (kink, bend, fracture, stretched, etc.). Both components were going to be return for analyses, but to date neither device has been received. A prowler select lp microcatheter with the distal section severed and not returned was received. A prowler select lp microcatheter containing the other coil (presidio 18 cerecyte microcoil pc4181240-30) from the same procedure (reference (B)(4)) was returned. As viewed through the returned packaging, the coil was found to be separated, stretched, and entangled around itself and the device positioning unit (dpu). There is a copious amount of a blood mixture (blood, contrast, and protein) on the coil. After cleaning, the coil was found to have a copious amount of protein adhering to the coil. Protein is difficult to remove during the cleaning process and has been observed to be a blocking agent to the coil when present. The remaining blood mixture was removed from the coil and it was found that the proximal (soldered section with the socket ring) and distal (ball tip) sections of the coil were severed and not returned. The circumstances that caused the coil to be severed at these ends and not be returned cannot be determined. The two severed end fractures are ductile in nature requiring external force. No material defects were observed. Located 3 millimeters off the distal tip of the dpu, the damaged section has been severely buckled. The detachment fiber did not receive heat and melt. The coil was mechanically detached from the dpu. The evidence as received suggests that interference inside the microcatheter may have caused the coil to become blocked and temporarily anchored. When the dpu was retracted, the temporarily anchored coil mechanically detached from the dpu via the detachment fiber and stretched. While the exact source of this interference; whether of a fixed or detached nature cannot be determined, the evidence highly suggests that the blood mixture containing an extremely high amount of protein may have contributed to the unintended detachment of the coil inside the microcatheter. If the high amount of protein found on the coil contributed to the unintended detachment and a constant flush was not maintained, then for optimum product performance and to avoid potential complications, the instructions for use (IFU) recommends, ¿if a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. In addition, without the return of the distal 31.0 centimeters of the prowler select lp and the proximal end distal sections of the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Concerning the returned prowler select microcatheter (lot unknown) was visually inspected under high microscopic settings and no damage to the tube was found. The prowler microcatheter was then flushed with no obstructions found. A 0.014¿ guide wire was then advanced through the microcatheter and no resistance encountered. Using a 10 series compatible new microcoil system and the returned damaged prowler select lp microcatheter (lot unknown), the coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter with no problems encountered. Therefore, it is highly unlikely that this prowler select lp microcatheter, by itself, did not contribute to the field complaint. However, without the returned of the severed distal 31.0 centimeters of the prowler select lp microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of coil premature detachment was confirmed. The most likely root cause of the unintended detachment is the coil becoming anchored within the microcatheter during advancing. Due to the returned condition of the device functional testing for insertion through the microcatheter cannot be performed, however the concomitant microcatheter was tested with a lab sample and the microcoil advanced without any issue. Based on the available information and analysis of the returned device, no conclusion can be made regarding the reported advancing difficulty during insertion of the microcoil through the codman microcatheter. It appears that advancing difficulty through the microcatheter may have led to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.